Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result for one patient who has ovarian cysts, a history of heart disease, and is on aspirin. The following data was provided: sid (B)(6) processed on (B)(6) 2025 abbott hcg test: 36.90 miu/ml (positive). Roche beckman result was negative 3.19 miu/ml (reference interval <5miu/ml). The result after peg precipitation is 2.70 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house accuracy testing with a retained reagent kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65732ud02, however, no increase in complaint activity was identified for list number 07k78. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. The overall performance of the architect total b-hcg reagent, lot 65732ud02 in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 65732ud02 was identified.

Event description:
The customer reported a false positive architect total b-hcg result for one patient who has ovarian cysts, a history of heart disease, and is on aspirin. The following data was provided: sid (B)(6) processed on (B)(6) 2025 abbott hcg test: 36.90 miu/ml (positive) roche beckman result was negative 3.19 miu/ml (reference interval <5miu/ml). The result after peg precipitation is 2.70 miu/ml there was no reported impact to patient management.